Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was not powering on the medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred five days earlier (time not provided). He also mentioned experiencing blurry vision after the reported issue began. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The patient was using the correct test strips. However, he had not replaced the battery per the owner's manual (use error). The battery was correct installed and based on the information provided, there was no misuse of the product. However, the meter did not turn on when the power button was pressed or when the test strip was inserted all the way into the test strip port. The issue was not resolved since the patient did not have a battery for replacement at the time of the call. This complaint is being reported because the patient alleged that he experienced blurry vision, which can be suggestive of hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.